Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting high capture thresholds, and were higher than the programmed output. Loss of capture was also observed. The lead was reprogrammed to a different setting, and remains implanted and in service. No adverse patient effects were reported.